Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was mixed product received in the bag of bd insulin syringe(s) with the bd ultra-fine¿ needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer returned (15) 1/2cc syringes in open poly bags with the shelf carton from lot # 7178870. Customer states that there is a mixed product in the bag of syringes. All returned syringes were examined and 14 out of 15 samples were observed to be 12.7mm x 30g syringes. The remaining syringe was observed to be 8mm x 31g, as all of the poly bags and shelf carton state the syringe should be. As per manufacturing, a review of the device history record was completed for batch# 7178870. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200706864, 200706360, 200707570, 200706359] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as the syringes were returned in open poly bags. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.